Event description:
It was reported that this right atrial (ra) lead dislodged 11 days post implant. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.